Event description:
It was reported that when the nurse handed the healthcare provider (hcp) the pump segment of the 8780 catheter to connect to the spinal segment, there was no collect attached to the pump segment. The hcp asked the manufacture representative to get another pump segment with a collect , which she did and when they were about to attach it to the spinal segment the collet/ connector pin slipped off but was recovered and put back on in regards to the 8784 catheter. The issue resolved. It was then reported, in regards to the 8780 catheter, the collet/connector pin on the distal end fell off and was not found until after the case. Actions required as a result of the event had consisted of using a different product. No diagnostic testing or troubleshooting was required to be performed. No patient symptoms were reported and upon follow up it was noted the patient was doing great and had no issues. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4). Upon receipt, the collet was found to be detached. There was no damage to the on the lock and detent tabs or the guides of the catheter-to-catheter connector. The returned collet also showed no signs of damage.